Event description:
It was reported that a malfunction alarm occurred on the pump after it was submerged in water while swimming. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.